Manufacturer narrative:
(B)(4). Device manufacture date is unknown. The manufacturing location was unknown. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was received in a condition that was beyond repair. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device was blocked. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.